Event description:
Pt had patella pain. During resurfacing of patella, doctor found tibial wear and revised tibial insert.

Manufacturer narrative:
Conclusion statement: unable to determine cause of incident.